Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump, and the touchscreen is now cracked and no longer functional. Customer had low blood glucose levels (62 mg/dl). Customer ate to stabilize blood glucose levels. Customer indicated they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.